Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving fentanyl (2000 mcg at 709.7124 mcg/day) and bupivacaine (11.4 mg at 4.0454 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported that during a surgery, on (B)(6) 2018, the pump side catheter was long, tortuous, and contained in a dense adhesive scar tissue. The tubing was somewhat worn as was the pump connector which had tissue inside the lumen of the hub. This tissue did not appear to be occluding the catheter. The hcp decided to cut out the extra length in the pump side catheter and to replace the connector with a new sutureless connector. The hcp cut approximately 10 cm of the pump side catheter and then attached the new 7cm sutureless pump connector segment. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs and the issue resolved without sequelae on (B)(6) 2018.